Manufacturer narrative:
Device received with cracked and bleeding lcd glass. Unable to perform the displacement and self test or verify missing segment due to physical damaged to lcd glass. Device received with cracked belt clip slot, missing end cap sticker and cracked reservoir tube lip. The test p-cap/reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had missing segment at the pump screen and it was impossible to read the information. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.